Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the clip was deployed in a pre-closed condition during use." No medical intervention required. The patient status is reported as "fine."

Event description:
It was reported that "the clip was deployed in a pre-closed condition during use." No medical intervention required. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. R & d was consulted for the visual inspection. Visual examination of the returned sample revealed the box tabs were pinched inwards. One clip was observed to be partially stuck in the box despite the trigger not being engaged. No other defects were observed. There was biological material observed on the device. Functional testing was performed with the assistance of r & d. The trigger was actuated and the clip that was in the box loaded improperly into the jaws and did not latch. The device was fired four more times, and each clip improperly loaded into the jaws and could not be latched. The 6th and 7th clips that were fired, each loaded properly into the jaws and latched. R & d determined that the improper loading was caused by the channel's box tabs being pinched inwards. The tabs were improperly aligning the clip when loaded into the jaws. The device was then disassembled, and no damage was observed except for the box tabs being bent inwards. It could not be conclusively determined if this damage occurred during customer use or was due to the component. 7 clips were remaining in the device, indicating that the customer fired 8 clips. No damage was observed on any other parts of the device and the reason for the damage observed could not be conclusively determined from the retu rned sample. The reported complaint of "clip(s) not opening" was confirmed based on the sample received. One clip was observed to be stuck in the box, due to the box tabs being bent inwards. R & d was consulted for functional testing of this device. When fired the first 5 clips did not load properly into the jaws and did not latch. The last 2 clips fired were able to load properly into the jaws and latch. R & d concluded the intermittent failure observed was caused by the bent box tabs at the end of the channel. The device was disassembled, and no other defects or anomalies could be found with the device. Per DHR the product auto endo5 ml was manufactured on 12/08/2024 a total of 864 pieces. Lot was released on 12/18/2024. DHR investigation did not show issues related to complaint. It could not be conclusively determined if the damage caused to the box tabs occurred during customer use or were due to the component itself. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. For these reasons, r & d concluded the probable root cause of this issue could not be conclusively linked to manufacturing. Teleflex will continue to monitor and trend on complaints of this nature.